Event description:
A catheter kink was suspected. During the catheter replacement procedure, the catheter or catheter segments were left in the patient unused. The patient recovered without permanent impairment.

Manufacturer narrative:
(B)(4).

Event description:
As of the date of this report, the patient had gotten progressively worse over the last few weeks and his spasticity was back. The physician periodically did some boluses and the patient would respond to that. The pump was last filled on (B)(6) 2015 and there were no volume discrepancies. During the dye study, the patient "had so much metal" that the physician couldn't see anything, but was able to aspirate the catheter and got csf (cerebrospinal fluid) back. During the nuclear medicine study, the dye did not appear to leave the pump. The pump logs were normal. On the date of this report, they were going to be doing a roller study and revise or replace the catheter or replace the pump as necessary.

Event description:
Additional information later received reported the nuclear study showed indium did not move from the reservoir into catheter. Assumed the patient not getting baclofen. The healthcare provider did a pump refill on (B)(6) and said actual <(>&<)> residual did match up indicating drug was flowing somewhere, but we don't know where it's going. Since then patient had developed pneumonia and has been in the hospital now being treated with antibiotics sine (B)(6). The neurosurgeon was waiting for infection to clear and will then proceed with catheter revision/replacement or pump revision/replacement. Per pump logs, no stalls nor alarms.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later received reported that the catheter was replaced (B)(6) 2015. The event was attributed to an apparent catheter occlusion. The patient was home now and receiving effective therapy.

Event description:
It was reported that the patient was having additional spasticity so the physician did a dye study and they got good flow but patient was still more spastic than in the past. The healthcare provider would like to do nuclear study and would like to know when the drug was going to reach the intrathecal space. Per the reporter the patient started having change in therapy in (B)(6) after the implant. The symptoms started in december when patient had increased spasticity so the healthcare provider decided to increase the dose at the refill and monitor the patient until his next refill. On (B)(6) 2015 it was reported that preliminary report from the patient¿s mother nuclear study of the pump showed drug remaining in the pump with no movement through the catheter. The pump was used to deliver lioresal. No interventions or patient outcome reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).